Event description:
Caller reported an issue regarding a cgm error 42 related to their sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, and after completing this process, the error code did not reappear. The caller successfully started their sensor session.